Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) (registration# (B)(4)) on behalf of the manufacturer (B)(4) (registration#(B)(4)). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
While a psw was lowering a resident into his wheelchair with a maxisky 600 ceiling lift and clip sling, one of the sling's clips snapped in half. The resident only fell a couple of inches into his wheelchair. No injuries were sustained.